Event description:
Reportedly one week post operatively the patient coughed hard and felt a pop. The patient was readmitted and the wound was resutured. The procedure was a nephroureterectomy and spleenectomy.